Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the battery cap was stripped and there was battery acid inside the compartment. Blood glucose level at the time of the incident was 60 mg/dl. The customer received a replacement battery cap, but reported that a battery out limit occurred. The insulin pump was not replaced or returned for analysis.